Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a relapsing peritonitis event coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the event and was treated with unspecified antibiotics (dose, route and frequency not reported). The patient was discharged two days later and was recovering from the event. Treatment was ongoing. Pd therapy was ongoing. Additional information was requested but is not available.